Event description:
Pt had the sparc uretheral sling put in. There was no change for the good. Urologist did a cystoscopy. The camera revealed that the sling had eroded and was causing unusual swelling in the bladder wall which it touched. Deemed necessary to remove the sling immediately before more serious infection set in. This required major abdominal surgery. Spent 9 long days in and out of ICU and cardiac care. Pt knocked at death's door, and he didn't let them in, which is why pt has this opportunity to let FDA know how they feel - still sick and angry. Pt is incontinent for the most part. Can't wear pads because they make them itch. Dr did a skin test for collagen yesterday. Even if those injections prove somewhat effective, it appears that pt might be in for a long and expensive stop gap for something that should never have happened, but as with cosmetic collagen, pt may end up with a smooth and unwrinkled bladder. Another dr told pt about a product, called radiance which is primarily used cosmetically like collagen, but she said this was longer lasting, and was being used fairly widely by urologists and gynecologists in europe. Pt feels this product should not be on the market without precautionary info and some means of testing to see if it will be accepted or rejected by the implantee.